Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported he believed the patient had been overfilled, and the patient was being moved to the hospital. During a follow-up call, the pdrn confirmed the patient was hospitalized due to fluid overload. The patient was transferred to an in-center patient. The pdrn did not know the date the patient was released from the hospital. The patient has continued dialysis treatment.